Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) 2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, it was observed that the head restraint bracket was cracked. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive data showed "system error 139 - unable to hold compression position" which occurred on the reported event date, thus confirming the reported complaint. Functional test failed due to the "system error" message displaying within the first few compressions. In summary, the reported complaint was confirmed during the archive data review and during functional testing. A drive train motor brake gap inspection was performed and confirmed the gap was out of specification. The drive train motor brake gap was unable to be adjusted, it was found to be defective and required replacing. The root cause of the system error was due to the brake assembly of the drive train. After parts replaced the platform passed all final test criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/05/2016 for investigation, however the investigation has not yet been completed. A supplemental report will be submitted once the investigation has been completed. The death was not related to the autopulse device. During the rescue process, bystander manual CPR was performed before autopulse deployment; autopulse compressed 5 minutes and then stopped and displayed "out of service, revert to manual CPR message"; manual CPR was performed for 10 minutes. Rocs was achieved before patient reached hospital. In this case, the combination of device and manual CPR achieved intended use for resuscitation. Patient's death at a later time in the hospital was not related to CPR, and was likely related to patient's underlying clinical condition.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) stopped compressions after displaying error message "out of service, revert to manual CPR." On (B)(6) 2016 at 3:33pm, the fire department responded to a call for a (B)(6) female who collapsed in the shower and was unresponsive. The event was witnessed by the patient's husband. The husband immediately started manual CPR until the fire department arrived. When the fire department arrived they did not observed any signs or symptoms of trauma. Manual CPR was taken over by the fire department and continued while the autopulse platform was being prepared for use. This took approximately 3 minutes. The autopulse started compressions without issue. Compressions lasted for approximately 5 minutes, at which time the platform stopped compressions and displayed error message "out of service, revert to manual CPR." The patient was removed from autopulse platform and manual CPR was started. After 10 minutes of manual CPR the patient achieved rosc (return of spontaneous circulation). The patient remained in normal rhythm until they reached the hospital. It was reported that the patient later expired at the hospital. It is unknown why the patient had become unresponsive and the cause of the death is also unknown. Medical history of the patient was not available.